Manufacturer narrative:
The report of elevated pump power was confirmed based on a review of the submitted system controller log file. The submitted system controller log file captured the pump power as high as 16.9 watts and the estimated pump flow as high as 12.0 lpm. Based on the manufacturer¿s previous complaint experience, elevated levels of lactate dehydrogenase (ldh) along with an increase in pump power and flow could be indicative of potential device thrombosis. A specific cause for the changes in pump parameters and elevated ldh could not be conclusively determined without a full evaluation of the device. The pump remains implanted and the patient remains ongoing on vad support with no further related events reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 5 years, 8 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient had been admitted with a lactate dehydrogenase (ldh) level of 1050 u/l, and was undergoing treatment for a possible device thrombosis. The vad clinician requested an urgent review of the log file. The log file reviewed by the manufacturer¿s technical service representative confirmed multiple power elevations. The patient exhibited unspecified heart failure symptoms, and the ldh level increased to 1351 u/l. The patient was started on IV heparin and antiplatelet therapy, and the inr goal was increased. It was reported that the patient was not a pump exchange candidate. No additional information was provided.